Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd microlance 3 needle is clogged. The following was received by the initial reporter: verbatim: the needle is clogged during injection preparations many needles resist withdrawal or injection when preparing injectable drugs. This happens in several services, both on bottles with membrane or without. Big resistance to aspiration or injection, nurses have to change the needle.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 230406. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, four (4) opened needle samples without packaging and one used needle with the blister package were returned for evaluation by our quality team. The four unpackaged needles were examined; however, no signs of clogging were observed. The used needle with the blister package was microscopically examined and white material, identified as medication, was observed within the needle. Twenty (20) retained samples were obtained from the manufacturing facility. The retained samples were used to puncture a test vial and were microscopically examined; however, no defects were identified. Based on the provided samples, it has been determined that the needle was clogged because of the medication used. Considering this took place after use, an exact cause related to the manufacturing process could not be determined. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. Routine inspections for occluded cannula are performed during the manufacturing process. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
- Has this defect had any clinical consequences for patients or the user? No problems for patients; time-consuming for nursing staff, who have to change needles until they find a suitable one.